Event description:
It was reported that this boston scientific sales representative was contacted for assistance with evaluation of this subcutaneous implantable cardioverter defibrillator. Noise was observed in secondary and alternate vectors. The representative expressed concern in regards to the integrity of this electrode. An x-ray identified the electrode was fractured. A revision procedure was performed and this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination confirmed the fracture was located approximately 2.5 cm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative was contacted for assistance with evaluation of this subcutaneous implantable cardioverter defibrillator. Noise was observed in secondary and alternate vectors. The representative expressed concern in regard to the integrity of this electrode. An x-ray identified the electrode was fractured. A revision procedure was performed, and this system was explanted. No additional adverse patient effects were reported. It was reported that inappropriate shocks occurred prior to the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination confirmed the fracture was located approximately 2.5cm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination confirmed the fracture was located approximately 2.5cm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative was contacted for assistance with evaluation of this subcutaneous implantable cardioverter defibrillator. Noise was observed in secondary and alternate vectors. The representative expressed concern in regards to the integrity of this electrode. An x-ray identified the electrode was fractured. A revision procedure was performed and this system was explanted. No additional adverse patient effects were reported. It was reported that inappropriate shocks occurred prior to the revision procedure. No additional adverse patient effects were reported.